Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
Orbital atherectomy was selected for treatment of a 80% stenosed lesion in the proximal circumflex artery. One treatment on low speed was performed, and it was observed that the viperwire guide wire spring tip had fractured and a 2 cm fragment was located in a distal side branch of the circumflex artery. Attempts to retrieve the fragment were made, but the attempts were unsuccessful. Balloon angioplasty and stent placement was performed, and the viperwire fragment was left free in the distal side branch. The patient remained stable and was discharged home.

Manufacturer narrative:
Csi ID# (B)(4).